Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, the customer filled the cartridge with 300 units. The customer¿s blood glucose level ranged from 135 mg/dl to 216 mg/dl. The customer declined troubleshooting with tandem's technical support.